Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unknown procedure, the device could not fire completely. The cut line was incomplete and the staples were irregular. Used hand sewing to complete the procedure. There were no adverse consequences for the patient reported.